Event description:
It was reported that a revision surgery was performed 2 months after patient had a very bad fall. Genesis ii total knee arthroplasty was done about 3 years ago. The poly insert was exchanged.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection shows damage to the insert post, wear/damage on the articular surface, and posterior lock detail damage. The damage observed on the articular surface of the tibial insert may have been caused by third-body particulate (bone chips, bone cement, etc.) Or during removal of the implant. The damage seen on the insert post and posterior lock detail likely occurred due to the reported ¿very bad fall on (B)(6) 2017¿. No material or manufacturing deviations were observed during this investigation. A review of complaint history for the listed part revealed prior complaints for the listed failure mode. Our clinical / medical investigation concluded insufficient clinically relevant information was provided for a thorough medical assessment and the surgeon ¿does not fault the implant¿. However, the reported traumatic fall was most likely the contributing factor to the torn tendon, extensive tissue damage, dislocated poly and subsequent tka revision. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.